Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Weight information was provided. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s ins migrated, and they had to have a revision and move the battery to a different location on their body. It was stated to happen a couple months after implant and the revision surgery was on (B)(6) or (B)(6) 2018. No symptoms reported. No further complications were reported or anticipated.